Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) battery compartment and moisture issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, moisture was observed in the battery compartment. Multiple cracks were found in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no moisture was identified inside the pump.